Event description:
It was reported that during the procedure in the superior mesenteric artery (sma) with an acute takeoff, an nc trek dilatation catheter was advanced and pre-dilatation performed. The dilatation catheter was removed and the herculink stent system was advanced into the patient anatomy; however, the herculink stent system was unable to make the acute turn into the sma and was pulled back. As the stent system was pulled back, the stent caught on the edge of the guide catheter and dislodged from the stent delivery system balloon. The stent remained on the guide wire and the stent delivery system was used to push the stent into position at the target lesion. The stent delivery system balloon was inflated at the proximal end of the stent to inflate the proximal end of the stent and keep the stent in position. The stent delivery system was removed from the patient anatomy and a new nc trek was advanced into the patient anatomy and the balloon inflated to fully expand and fully appose the stent to the vessel wall. There were no adverse patient sequelae and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Incorrect anatomy and failure to follow steps/instructions for use. It was not possible to perform a thorough analysis on the product because it was not returned for evaluation. Potential factors that could contribute to stent dislodgement include, but are not limited to, improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent during prep, interaction with accessory devices, interaction with the lesion, tortuous anatomy, or heavy calcifications. To ensure this is not the result of a product deficiency, all stent delivery systems are 100% visually inspected for proper stent placement and stent damage, and are 100% dimensionally inspected for crimped stent outer diameter. Additionally, samples are removed from each lot for destructive stent dislodgement testing. Based on the reported information, the stent dislodgement appears to be due to anatomical conditions, as it was reported that there was an acute turn to advance into the superior mesenteric artery and the stent delivery system (sds) was unable to advance. As a result, the sds was pulled back causing the stent to catch on the distal edge of the guide catheter. It was reported that the sds was pulled back into the guiding catheter, it should be noted that the rx herculink elite instructions for use (IFU) states: do not attempt to pull an unexpanded stent back through the introducer sheath/guiding catheter; dislodgement of the stent from the balloon may occur. The stent dislodgement appears to be the result of not following the removal precautions listed in the IFU. Additionally, it was reported that the rx herculink elite was being used to treat the superior mesenteric artery. It should be noted that the indications for use as listed in the IFU states: the rx herculink elite biliary stent system is intended for palliation of malignant strictures in the biliary tree. A review of the finished device lot history records did not reveal any nonconforming material records for this lot. Additionally, a query of the complaint handling database was performed and there have been no other incidents reported for this lot. The reported difficulties appear to be related to case circumstances and user related. There is no indication of a product quality deficiency.